Event description:
During an ercp procedure, the physician used a cook endoscopy oasis stent introduction sys to place a cotton-leung biliary stent. Once the stent was advanced into the biliary duct, the physician experienced resistance in the guiding catheter removal from the stent. Stent deployment was successful, but the handle of the introduction sys separated from the catheter. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
We are unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot # was unable to be provided. After a review of the account order history, the lot # was unable to be determined. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we are unable to conduct a full investigation because the prod was not returned for eval. Add'l info regarding this observation was requested from the user facility, but was not provided. A definitive cause for the reported observation is unable to be determined. Difficulty in guiding catheter removal from the stent could be related to procedural factors, such as pt condition/anatomy. If excessive pressure was applied in an effort to remove the guiding catheter from the stent after resistance was encountered, this could have resulted in separation of the guiding catheter and handle. Prior to distribution, all oasis stent introducers are subjected to a visual inspection to ensure device integrity. The device is visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. This is done 1 per lot visually compared to the remainder of the lot. Also, security of the fittings (handle of guiding catheter) are also verified prior to distribution. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Customer qa will continue to monitor for complaint trends.